Manufacturer narrative:
Ous MDR - the returned lead consisted of four lead fragments. The analysis of the lead fragments showed that the insulation of the lead body had been massively damaged due to squashing, approx 43 cm distal the connector pin. In addition, the rope conductors to the ring electrode and tip electrode showed conductor fractures in that area. This damage manifestation can with high probability be regarded as the cause for the clinical complaint. The observed damage manifestation requires excessive pressure load on the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress on the lead due by "subclavian crush syndrome". There were no indications of material defects or mfg errors.

Event description:
Ous MDR - this device was removed due to oversensing. The implant date was not provided. No deterioration of the pt's state of health was reported.